Manufacturer narrative:
On the (B)(6) 2020, we were informed that the patient had permanent hardware implanted on the (B)(6) 2020.

Manufacturer narrative:
Batch review performed on 14 november 2019: lot 135884: 15 items manufactured and released on 11-dec-2013. Expiration date: 2018-oct-31. No anomalies found related to the problem. To date, 13 items of the same lot have been already sold without any similar reported event. Additional implant involved: gmk-revision 02.07.1204r fixed tibial tray cemented size 4 r (k090988) lot. 136136. Batch review performed on 14 november 2019: lot 136136: 32 items manufactured and released on 11-mar-2014. Expiration date: 2019-jan-31. No anomalies found related to the problem. To date, 31 items of the same lot have been already sold without any similar reported event. Additional implant involved: gmk-revision 02.07.0412scf fixed tibial insert sc size 4/12mm (k103170) lot. 121807. Batch review performed on 14 november 2019: lot 121807: 25 items manufactured and released on 02-may-2012. Expiration date: 2017-mar-31. No anomalies found related to the problem. To date, 18 items of the same lot have been already sold with another similar event reported. Additional implant involved: gmk-revision 02.07.0035rp patella resurfacing size 3 (k090988) lot. 136083 batch review performed on 14 november 2019: lot 136083: 240items manufactured and released on 07-feb-2014. Expiration date: 2018-dec-31. No anomalies found related to the problem. To date, 239 items of the same lot have been already sold with another similar event reported. Additional implant involved: gmk-revision 02.07.fcl15150 extension stem - fluted ø 15 l 150 (k120790) lot. 115719. Batch review performed on 14 november 2019: lot 115719: 40 items manufactured and released on 24-ago-2012. Expiration date: 2017-june-30. No anomalies found related to the problem. To date, 15 items of the same lot have been already sold without any similar reported event. Additional implant involved: gmk-revision 02.07.fcl13105 extension stem fluted ø 13 l 105 (k120790) lot. 131538. Batch review performed on 14 november 2019: lot 131538: 15 items manufactured and released on 08-may-2013. Expiration date: 2018-mar-31. No anomalies found related to the problem. To date, 14 items of the same lot have been already sold without any similar reported event.

Event description:
About 5 years after medacta implant insertion the surgeon revised the patient knee for infection. The surgery was completed successfully.